Event description:
#1 date of event: (B)(6) 23 date of PICC insertion: (B)(6) 23 catalog # 384540 lot# 11395246 -- yes, this product is product available for return to argon quality for product evaluation. Description of event: hub cracked during fluid tubing change patient harm: lbw infant no longer with central line access. A new piv placed to complete prescribed therapy. No new PICC placed to complete prescribed therapy. No vein access available for PICC. Product matter.

Manufacturer narrative:
According to the product experience report form, sample was available for return. Argon has not received the sample yet. Three notifications were sent out to the customer requesting the sample for investigation. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed. If the sample is returned at a future date, a follow-up report will be submitted. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One sample was returned for review. Visual inspection of the device found the catheter was not an argon product. This was determined by the material the hub was made of. The hub was not made of a clear material as argon's product is. Additionally, a different printing was stamped beneath the strain relief. (.18ml argyle 1.9fr). Since the returned product was most likely manufactured by a different supplier, establishing a root cause and corrective action is not necessary.

Event description:
#1 date of event: 6/6/23 date of PICC insertion: (B)(6) 2023 catalog # 384540 lot# 11395246 -- yes, this product is product available for return to argon quality for product evaluation. Description of event: hub cracked during fluid tubing change patient harm: lbw infant no longer with central line access. A new piv placed to complete prescribed therapy. No new PICC placed to complete prescribed therapy. No vein access available for PICC. Product matter